Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the right atrial lead exhibited suspected loss of capture. It was noted that all atrial artifacts occurred at the same time as the right ventricle. Additionally, the rv lead exhibited decreased sensing. An x-ray was performed and revealed that the rv had dislodged into the atrium and was wrapped around the ra lead. The device was programmed to aai and improved ra capture was observed. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is not clear if this is the ra or rv lead.